Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. Helix has tissue inside, helix is bent. The proximal conductor is slightly distorted/kinked at 50cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead would not advance down the subclavian and appeared to be stuck. When the lead was removed, there appeared to be a slight bend at the end of the lead. An alternate lead was placed. No patient complications have been reported as a result of this event.